Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR #1627847-2016-00135. It was reported the patient experiences new rib pain regardless of stimulation being on and off. An x-ray was taken but showed no anomalies. The patient underwent surgery where the peripheral lead was explanted. The existing epidural lead had migrated and was repositioned. Also a new epidural lead was added. The patient reportedly receives effective stimulation.

Manufacturer narrative:
Uid(di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR #1627847-2016-00135. It was determined the epidural lead was actually repositioned and a new lead was placed epidural.